Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: angulation does not work toward up direction due to the cut angle-wire, light guide lens is broken, there is corrosion from electrical connector due to the leakage, universal cord is dented, and the coating on the universal code is peeled off. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope angulation does not work (cut angulation-wire), during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the coating on the connecting tube peeled off (over 1mm2). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.